Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a failed heater. The event log review indicated a tcmid:06 error, confirming the reported complaint. The thermogard system failed functional testing due to the tcmid:06 error displayed upon powering on, confirming the reported complaint. The failed heater needs to be replaced to address the tcmid:06 error. The customer has chosen to purchase a new device, so no service is needed. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message. No further information was provided. There were no patient consequences.